Manufacturer narrative:
The device was further evaluated by stryker. The reported issue was verified and duplicated. The technician also found service codes that indicate a possible issue with the system pcb. The cause of the reported issue is likely the system pcb. The device was unrepairable due to part obsolescence. The device was scrapped by stryker. Root cause was unable to be established.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device would not provide ECG data. As a result, the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device would not provide ECG data. As a result, the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was further evaluated by stryker. The reported issue was verified and duplicated. The technician also found service codes that indicate a possible issue with the system pcb. The cause of the reported issue is likely the system pcb. The device was unrepairable due to part obsolescence. The device was scrapped by stryker. Root cause was unable to be established.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device would not provide ECG data. As a result, the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.